Event description:
In 2008, the patient reported that the plunger of his insulin cartridges are "rough running" and cause too little insulin to be delivered. He stated that then the plunger becomes loose and too much insulin is delivered. This causes his blood glucose to range from 2-30 mmol/l (36-540 mg/dl). No further information is available. Product was requested to be returned for evaluation.